Event description:
Procedure type: gastrectomy. According to the reporter: that the device placed the staples, but did not cut the tissue and the stapler was difficult to remove from the patient. The esophagus was cut to remove the instrument and the anastomosis was manually completed.